Event description:
The pt was implant with a left ventricular assist device (lvad). It was reported that the pt wa was admitted for gi blood. The anticoagulation was stopped until the bleeding resolved. The anticoagulation was then restarted with lower inr goals. Continuing to monitor.

Manufacturer narrative:
A root cause for the pt's gi bleed could not conclusively be determined through this eval. A full eval of vad could not be conducted because the pt remains ongoing and no additional complaints have been reported to the MFR at this time. A review of the device history records revealed no deviations from MFR or qa specifications. No further info is available at this time. The MFR is closing its file on this event.